Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that the device was found to be in backup vvi mode. When the asymptomatic patient presented in-clinic, it was noted that the device was unable to be interrogated. A device download was performed successfully.